Event description:
It was reported that the unit burned.

Manufacturer narrative:
It was reported that the unit burned. Our inspection revealed no actual burn. However, the fabric foundation was badly discolored when the unit was activated in a folded condition (contrary to our instructions and warnings). This misuse by the customer trapped and intensified the heat, causing the fabric foundation of the unit to scorch. No deaths or injuries were reported.